Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented to the emergency room with phrenic nerve stimulation, loss of capture was observed. X-ray revealed lead dislodgement. The lead was repositioned and remains implanted and active. The patient stable before, during, and after the procedure.